Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD), a right ventricular (rv) lead and a non bsc right atrial (ra) lead showed an abrupt change in amplitude and impedance in all leads since an open-heart surgery they completed a few days prior. Also signal artifact monitoring (sam) episodes showed noisy signal over sensing and/or electromagnetic interference from the medical procedure as well. The sam feature was disabled by the algorithm. An in clinic patient check was recommended but the system with the ICD, ra and rv leads remains in service at this time. No adverse patient effects were reported.